Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported that they replaced the batteries and received a battery out limit alarm on the insulin pump that they were unable to clear. It was noted that the batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further info reported.